Manufacturer narrative:
The information that provided date of event with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose values were 14 mg/dl, 24 mg/dl and 34 mg/dl. The initial report and or supplemental report had the incorrect event date. The correct event date is (B)(6), 2019.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. No cosmetic damage noted.

Manufacturer narrative:
The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019. It was reported via phone call that the customer was hospitalized due to the low blood glucose level on (B)(6) 2019 in the evening. The customer¿s blood glucose level was 20 mg/dl at the time of incident and 14 mg/dl, 24 mg/dl, 34 mg/dl at the time of the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 20 mg/dl at the time of incident. The customer¿s other blood glucose value was 14 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer experienced vomiting and diarrhea due to low blood glucose. Customer has been in the hospital for 23 hours yesterday. The insulin pump was already obsolete. The customer declined troubleshooting for low blood glucose value. The insulin pump will be returned for analysis.